Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient (pt) stated they just had their system replaced so they could have an MRI. Pt stated as of about a week ago, every time they get into their car and sits down, they get a real painful shock and burning sensation. Pt stated it goes on for about a min or so and then settles down. Pt stated this happens every time. Pt also mentioned if they move at all, while in the car, they feel that shock again. Pt stated as of about a week ago, they also have a consistent burning sensation which hurts and almost feels like they injured themselves. Pt stated they have tried all programs and the same issue occurs. Pt stated they turned stim off completely and it got better. Troubleshooting was unable to be performed as patient has already attempted all the troubleshooting available over the phone. Pt wanted to know what they should do. Pt states they have not notified their doctor about this issue yet. The patient was redirected to their healthcare provider to further address the issue.